Event description:
It was reported that following a recent implant, high capture thresholds and no capture was observed on the left ventricular (lv) lead, the lv lead was believed to have dislodged, the lv lead was explanted and replaced. The patient was stable with no consequences before, during or after the procedure.